Event description:
It was reported that a procedure was performed in australia on (B)(6) 2024, utilizing the reform mc midline cortical screw system. While inserting a reform ti modular polyaxial tulip assembly (39-mt-0401) assembled on a ø6.5 x 45mm midline cortical bone screw (59-bp-6545) the tulip came off of the screw when the driver was removed. The tulip dropped into the wound and was retrieved using forceps. The tulip was then snapped back onto the screw shank and the procedure was completed with only a short delay.

Manufacturer narrative:
D4 lot number - unknown. H4 device manufacture date - unknown without lot identification. H3 device evaluation - the complaint device was ultimately implanted and cannot be returned for evaluation. Without the opportunity to examine the complaint product no conclusions can be drawn regarding the root cause of the reported malfunction. Review of device history records and lot specific complaint history review were not possible without lot identification. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2024-00030.)